Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not received for examination. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device code break is being corrected to slippage of device or device since it was incorrectly submitted in the initial medwatch.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Marathon cemented cup impactors, two are very loose (28 & 32 handles) and the other handle (36 handle) has broken into a couple of pieces. Pieces came apart when cleaning and the other handle was noticed in cssd that it was loose